Manufacturer narrative:
The mayfield 2 lock was very hard to lock and had up and down movement when unit was unlocked; general maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined. Device identifier number: (B)(4).

Event description:
A customer reported that the a3059 mayfield composite series skull clamp did not lock from all angles on an unspecified event date. It was unknown if the device was in contact with the patient or if there was an alleged injury. There was no information provided regarding surgery delay. Additional information has been requested.